Event description:
On (B)(6) 2010, a doctor reported that a dental implant fractured. The doctor's technique during implantation caused the implant to fracture. The implant driver, which was still attached to the implant, was returned. The evaluation indicated that the implant driver was not seated properly into the implant when torque was applied, causing the implant to fracture.